Event description:
Two staff members were transferring resident with a mechanical lift from a horizon wheel chair to a bed. The resident had been lifted off the horizon wheel chair and staff members were turning the resident to prepare to place resident on the bed. The resident during this time was kicking legs and causing the sling to rock. Then some how the strap on the right side of the resident's head came off and the resident fell hitting head and right side of body. The resident was approximately 3 1/2 feet off the ground when the incident occurred. The resident was taken to the hospital by ambulance on that same day and it was disclosed that resident had a right scapular fracture and broke the fifth and sixth ribs on the right side.